Event description:
It was reported that during the implant procedure, the lead could not be fixed successfully. Another lead was used. No patient complications have been reported as a result of this event.